Event description:
It was reported that there was an insulation issue with the right atrial lead. The bipolar impedance was less than the unipolar impedance. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.